Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device (the single use distal cover maj-2315) was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) performed testing using a device from lot# h1412 in an effort to reproduce that the device detached from the endoscope. The device did not detach as long as the device been correctly attached to the endoscope and having no damage. Omsc could not review the manufacturing history (DHR) of the subject device because the lot number of the subject device was unknown. Based on the information from olympus australia (oaz), omsc surmised that the reported phenomenon (the subject device falling off) was attributed to the subject device being easily removed from the endoscope due to the following causes: the subject device had been damaged by the chemical attack due to the anti-fog agent adhering to the subject device. The subject device had not been securely attached to the endoscope. The subject device had been damaged by pushing the subject device diagonally when attaching it to the endoscope. If additional information is received, this report will be supplemented.

Manufacturer narrative:
A1, d10, g2, h6, h8: information added to these fields that was inadvertently not included on the initial medwatch. Reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: (B)(4)). Investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Also, the user discarded the subject single use distal cover. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp) procedure using the subject device in combination with the duodenoscope tjf-q190v, the doctor found through the endoscopic image of the subject duodenoscope that the subject device had fallen off the distal end of the subject duodenoscope and into the patient's body. After that, the additional procedure to retrieve the subject device was performed and the subject device was removed from the patient. The user replaced the subject device to new one and completed the intended procedure. There was no report of patient injury associated with this event.